Event description:
Blood warmer being used during apheresis procedure. Blood warmer sleeve developed a leak as evidenced by tiny blood droplets on blood warmer resulting in possible exposure to pt.what was the original intended procedure?apheresis.